Event description:
The lead was implanted on (B)(6) 1998 and explanted on (B)(6) 2012. The lead was explanted due to patient condition. The procedure took place at (B)(6) hospital. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).